Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. Based on the reported weights and what the machine had indicated was removed, there was a weight loss variance of approximately 1.7 kg. The pt was asymptomatic throughout the treatment. The problem was only discovered when the pt weighed post treatment. There was no serious injury or illness.